Event description:
The patient developed a blister under the front te pad and a rash. It is unknown if the patient received any medical intervention for the blister/rash at this time. Ts will follow up to see if irritated area has improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.